Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 4.00 x 32 mm synergy ii drug-eluting stent was advanced to treat a lesion. However, it was noted that the distal end stent strut flared up and was bent backwards. The procedure was completed with a different device. No patient complications were reported.